Event description:
During a thrombectomy procedure, two retrievers were used in the occluded basilar and right vertebral artery. It was reported that during the procedure, hemorrhage accompanied by extravasation was observed in the occipital and right temporal lobe. The patient's condition did not improve and died four days post procedure. The relationship between the thrombectomy devices used and the patient's outcome is unknown.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage and patient outcome of death are known risks associated with endovascular procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event. Subject device is not available.